Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a problem priming air out of a clearlink secondary medication set. This occurred during priming. There was no patient involvement. No additional information is available.